Manufacturer narrative:
Pli 10: the returned device passed all testing in the laboratory and no anomalies were identified. Pli20: analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient failed a catheter dye study. A catheter revision was required.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1971.2 mcg/ml at unk mcg/day), unknown morphine drug (16.8 mg/ml at 12.8 mg/day), and bupivacaine (25 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for refill two days ago and they expected to aspirate 2.6 ml but only got back 0.5ml. The company representative (rep) stated that the patient did not have a history of volume discrepancies (usually within 0.2-3ml). The technical services (tss) reviewed and there was no current value of acceptable percent error for volume discrepancy however historically it used to be +/-14.5%. The patient was found unresponsive last night and reported she was having increased pain so taking orals as well. The tss reviewed that over infusion is less common than under infusion, but possible causes could be heating of the pump so reviewing that with physician is good idea. The tss also discussed possible human error when aspirating from pump. Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient had another similar unresponsive episode at the hospital. The rep stated that narcan was given, and the patient responded positively to that. She was on the way to the hospital to decrease the dose. Discussed over infusion field communication. Additional information from a company representative (rep) stated that the cause of the event was unknown. The patient was admitted into the hospital on (B)(6) 2024 then dispatched on (B)(6) 2024. Action/intervention: the patient was given narcon and was responsive. The rep stated that there was no issue with the system. The patient was doing well.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) , implanted: (B)(6) 2014, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was explanted/replaced due to elective replacement indicator (eri) and a catheter revision was performed on (B)(6) 2024.